Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during preparation of a 23mm sapien 3 valve by transfemoral approach, the valve was not well crimped on the commander delivery system and the valve was crimped a second time. The commander delivery system with the crimped valve was inserted into the patient and the valve was placed in the native annulus. After the pusher was retracted to the marker and the balloon shaft was locked, it was noted that the valve and the balloon moved into the ventricle. The system was pulled back but too far into the aorta. The valve was placed into the correct position in the native annulus with the fine adjustment mechanism. During final checks for valve deployment, blood was noted in the atrion syringe. A broken balloon was suspected and a decision was made to retrieve the delivery system with the crimped valve. During removal of the device back into the descending aorta and attempting to re-enter the e-sheath, the device got stuck in the femoral artery. Therefore, a surgical incision was performed to remove the devices from the patient. An attempt to implant a vascular endo prosthesis stent was made to close the surgical incision; however, the patient suffered a hemorrhagic shock and died. As per picture provided by the hospital, the balloon was observed to be torn.

Manufacturer narrative:
Age at the time of the event additional information clarified that the valve was crimped by a trainee. After the first crimp, the valve was a ¿little conic¿, so it was decided to inflate the balloon and then to crimp again the prosthesis, with good results. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: gouges on the flex tip, compression on the flex tip, the crimp balloon tear proximal to the inflation/crimp balloon (I/c) bond, guidewire lumen separated near the most distal triple marker, balloon bunched distally with balloon legs flared out, guidewire stuck in guidewire lumen where balloon separated, outer jacket of guidewire is unraveled, multiple kinks in returned guidewire (possible due to packaging), bend on loader, and sheath expanded as designed with no liner tear on sheath. Functional testing was unable to be performed due to the returned condition of the device (crimp balloon torn). The complaint was confirmed based on the visual inspection of the device. Dimensional testing was performed on the crimp balloon double wall thickness and was found to be within in specification. Imaging was provided and reviewed and the following was observed: the crimp balloon was torn with the balloon legs flared out. Imaging (3mensio report) of the patient vasculature was provided and revealed that the patient¿s aorta and access vessels were calcified and tortuosity was present. During manufacturing the device is visual inspected and tests are performed throughout the process. The balloons are 100%b visually inspected for critical dimensions and defects: working length, balloon diameter, proximal and distal leg inner diameter (ID), proximal outer diameter (od), double wall thickness, witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots and scratches. Balloons are sampled for burst testing and additional visual inspection. The balloons are 100% dimensionally inspected for the following: proximal and distal length, proximal and distal ID, and double wall thickness. The balloons are visually inspected 100% with unaided eye for gross defects and under 8x magnification for fish eyes, gel spots and scratches. The crimp balloon to inflation balloon laser bond is 100% visually inspected for bubbles and smooth bond joint with no gaps between the components. After folding the balloons are 100% inspected for balloon size, contamination, fold lines and distorted/pinched folds. During final inspection, the entire device is visually inspected by both manufacturing and quality distal to proximal for damage or missing components. The inflation and crimp balloon are inspected for distorted/pinched folds. The commander delivery system is 100% leak tested. Additionally, the work order underwent product verification testing as a requirement for lot release on a sampling bases. Functional product verification testing is performed for physical defects or damage, tears or separation in the inflation/crimp balloon bond. During tensile product verification testing the inflation balloon/crimp balloon were tested. No failure occurred during product verification testing and the lot was released. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The device history record (DHR) was reviewed and did not reveal any manufacturing related issues that would have contributed to this event. A review of lot history revealed no other similar related complaints. A review of the complaint history from october 2017 to september 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system - valve withdrawal difficulty through sheath and balloon torn were confirmed through visual inspection of the returned device, but no manufacturing non-conformances were identified during the evaluation. The measurements taken during dimensional testing were within the specification. In addition, review of lot history and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigations also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. Since no de-airing difficulty was reported during device prep, the device likely had no issues with the balloons out of box. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented previously by edwards lifesciences in in a product risk assessment (pra), as per management discretion. The pra identified the increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Per the procedural training manual, valve alignment should be done in a straight section of the vasculature. The provided imagery of the patient¿s aorta revealed tortuosity was present. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. The flex tip gouges and compression observed on the returned device can be indicative of valve diving resulted from the high alignment forces. Under simulated conditions (tortuous anatomy), an engineering study previously performed by edwards lifesciences was able to recreate high valve alignment forces with valve diving. The complaint description also notes, ¿the sapien 3 valve was conically crimped on the commander delivery system. The balloon was inflated and the valve had to be crimped a second time.¿ re-crimping the valve on the delivery system is not part of IFU/training manual instructions and may increase the likelihood that of the valve struts becoming misaligned during the additional handling. If the valve struts become misaligned, they could more easily catch on the balloon during valve alignment and result in the balloon tear. It is also possible that the balloon may have caught on calcification and tore. Per report, ¿the balloon stuck as it passed the aortic ring, probably by the calcium.¿ in addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another engineering study previously performed by edwards lifesciences was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Imaging showed that the patient¿s access vessels were tortuous, increasing the likelihood that the delivery system may not have been coaxial with the sheath during retrieval. The torn balloon would then be more likely to catch on the sheath during withdrawal and result in the reported withdrawal difficulty. Based on available information, suggests that patient (tortuosity) and/or procedural factors (re-crimping of valve/high valve alignment forces) contributed to the balloon torn. The difficulty withdrawing the delivery system valve through the sheath likely occurred due to patient factors (tortuosity/calcification) and/or procedural factors (withdrawal of valve/torn balloon). The complaints were confirmed, but no manufacturing non-conformance. No labeling/IFU inadequacies were identified and the complaint rates for the relevant trend categories did not exceed their respective monthly control limits. As such, no corrective or preventative action, nor pra escalation is required at this time.